Manufacturer narrative:
It was reported that a tubing would not flow, once spiked. Received from the customer is one used primary set model 2426-0007 lot 20045778. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set during visual inspection. Functional testing was performed by filling a lab IV bag with blue dye water and attaching it to the set allowing fluid to flow through the whole set via gravity. Fluid flowed freely and showed no signs of occluding. The set was loaded into a lab pump module for an infusion test. The primary infusion was programmed at a rate of 125ml/h and 125 ml vtbi. The infusion completed successfully with no occlusions or occlusion alarms throughout the set. Equipment used for testing performed on (B)(6) 2020: ¿ 8015 alaris pcu 1.5 #1 eq08330 4-aug-21 .¿ 8100 alaris system lvp #3 eq08470 5-jun-21. A device history record for model 2426-0007 with lot number 20045778 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report that the tubing would not flow once spiked was not confirmed. The root cause of the customer¿s report could not be identified because the primed successfully with no anomalies occurring. H3 other text : see h10

Event description:
It was reported that as lvp 20d 3ss cv tubing would not flow. The following information was provided by the initial reporter: material no: 2426-0007 batch no: 20045778 it was reported that a tubing would not flow, once spiked. (B)(6) 2020. One of our nurses from our campus opened the packaging spiked the IV solution bag squeezed the drip chamber, opened the roller clamp and the IV solution would not flow. I have indicated that this latest event is serious¿ and just so you know I will continue to indicate its severity as serious as this issue is apparently ongoing. We have experienced 186 incidents of this nature with a very small break in reports over the last 10 months. However, I am again increasingly receiving no flow tubing. I have another here to report shortly. So yes¿ these incidents are serious because they continue to happen.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss cv tubing would not flow. The following information was provided by the initial reporter: material no: 2426-0007, batch no: 19076009. It was reported that a tubing would not flow, once spiked. On (B)(6) 2020 one of our nurses from our campus opened the packaging spiked the IV solution bag squeezed the drip chamber, opened the roller clamp and the IV solution would not flow. I have indicated that this latest event is serious and just so you know I will continue to indicate its severity as serious as this issue is apparently ongoing. We have experienced 186 incidents of this nature with a very small break in reports over the last 10 months. However, I am again increasingly receiving no flow tubing. I have another here to report shortly. So yes these incidents are serious because they continue to happen.

Event description:
It was reported that as lvp 20d 3ss cv tubing would not flow. The following information was provided by the initial reporter: material no: 2426-0007, batch no: 20045778. It was reported that a tubing would not flow, once spiked. On (B)(6) 2020: one of our nurses from our campus opened the packaging spiked the IV solution bag squeezed the drip chamber, opened the roller clamp and the IV solution would not flow. I have indicated that this latest event is serious and just so you know I will continue to indicate its severity as serious as this issue is apparently ongoing. We have experienced 186 incidents of this nature with a very small break in reports over the last 10 months. However, I am again increasingly receiving no flow tubing. I have another here to report shortly. So yes, these incidents are serious because they continue to happen.

Manufacturer narrative:
The following fields have been updated with corrections: b.5. Describe event or problem: it was reported that as lvp 20d 3ss cv tubing would not flow. The following information was provided by the initial reporter: material no: 2426-0007, batch no: 20045778. It was reported that a tubing would not flow, once spiked. On (B)(6) 2020: one of our nurses from our campus opened the packaging spiked the IV solution bag squeezed the drip chamber, opened the roller clamp and the IV solution would not flow. I have indicated that this latest event is serious and just so you know I will continue to indicate its severity as serious as this issue is apparently ongoing. We have experienced 186 incidents of this nature with a very small break in reports over the last 10 months. However, I am again increasingly receiving no flow tubing. I have another here to report shortly. So yes, these incidents are serious because they continue to happen.